Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced issue with 2 infusion sets as the tubing detached from the connector onn (B)(6) 2024. The sets tubing detached after being in use for approximately 20 minutes to 24 hours. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).